Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. There is no touch screen calibration performed on the device as shown in the logfiles. The technical support requested the customer to check if there is a thin plastic film attached on the display and if there's any visible damages or scratches on the screen. The customer is recommended to perform a test on the touchscreen. At this time, there were no updates received from the customer.

Event description:
The customer reported that touch screen of the bellavista 1000 is intermittently not working. At this time, patient involvement is unknown.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10. Result of investigation: the customer performed calibration as recommended by the technical support. After calibration, the unit's touch screen was not reacting on user inputs intermittently. This confirms that the touch screen is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.